Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This single complaint was reported with multiple events.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During a total knee replacement, the last two weeks, one in every five or six barbed sutures during cases, the barbs have not looked as aggressive to the surgeon. They can just pull the suture back and forth back and forth and it does not appear to grab anything. Yesterday (B)(6) 2025 in five of the surgeons cases. The product did not meet their expectations. The surgeon has been using the product for five plus years. No patient harm was reported. No product is available for return.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.